Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. In addition, it was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was 399 mg/dl. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.